Event description:
It was reported that during a gastric by-pass procedure, the device staples would not release. Another device was used to compelte the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.